Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of back pain due to kyphosis and deformity. It was a revision surgery. In initial surgery, bkp was performed at th12 and pps fixation was performed, bone fracture occurred at th12, pps was cut out so pps was removed. This re-operation was performed as kyphosis and deformity progressed. After th12 vertebral subtotal removal was performed, an attempt was made to place t3, but it was confirmed that the inserter loosened, so the inserter was once taken out the operative field and was grasped again. When the inserter was inserted again, it was confirmed that it loosened again. When an attempt was made to continue to insert cage, the pinion driver idled and cage could not proceed. It seemed that the inserter was twisted and shaken after insertion. The final tightening was performed and the wound was closed with cage was not inserted enough. After that, olif was performed at l1/2 and l2/3. Also posterior pps fixation was performed between th8 and l4 and operation was completed. There was delay of more than 60 min as a result of event. There were no patient symptoms or complications as a result of this event.